Event description:
Laser fiber broke above the gold tip as it was inserted into the rope during a cystoscopy, left urethroscopy, attempted laser lithotripsy and eletrohydraulic lithotripsy of a left distal ureteral stone. X-ray taken. No foreign body noted. No injury to pt.